Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The device had moisture damage at the motor assembly. Unable to verify the motor error alarm due to a blank display. The insulin pump received with a scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip, and a cracked belt clip slot. The device had a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.